Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lcs milestone std + a/p block middle pin hole on the posterior left cluster is burred up and a pin will not go through it.

Manufacturer narrative:
Examination of the returned device confirmed the reported damage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.